Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated the apex. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated the apex. The patient experienced dyspnea and got worse despite antibiotic treatment. A computed tomography (CT) scan showed a pericardial effusion. This lead was explanted and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated the apex. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.